Event description:
It was reported that the patient¿s blood glucose (bg) level rose to 270 mg/dl while wearing the pod on their abdomen for between 36 and 48 hours. The patient reported that three days ago, the patient was experiencing high bg levels while wearing the pod. The patient stated the pink slide did not move forward, and they could not confirm the cannula inserted into their skin, which would indicate a needle mechanism failure. Upon removal of the pod, the pod site was red and bleeding.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 18.7. Hardware: iphone12.8. Cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.